Event description:
The rods in an axon construct, implanted for a posterior cervical fusion at c3-c7, were found on x-ray to have dislocated from the screw with the locking screw still in place. Reportedly the pt was at home a few weeks after implant and felt a `pop' when he leaned forward while sitting in a chair. Implants have not been removed to date.